Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "discomfort" "textured implant" "contracture" "concern and noting continued discomfort in the left breast" "the left breast is consistently sore and swollen, causing difficulty in sleeping on that side, and breathlessness and overall instability in the body have developed". This record is for the right side. Device remains implanted.